Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and found to have one broken grip cable at the proximal end in the housing. The grip cable was broken near the backend pulleys. As a result of the broken cable at the proximal end the grip cable become loose at the distal end. The clamping pulleys exhibited signs of both corrosion/residue that would have contributed to the broken cable. The instrument was found to have corrosion/contamination on the bearings. The pitch/grip/roll input disk bearings has oxidation, characterized by orange discoloration. The instrument was found to have an excessive amount of dried, white residue on the clamping pulleys for input(s) 5 (pitch), 6 (grip),7 (grip) located inside the backend of the instrument. The complaint regarding wire breakage at the jaw was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the small grasping retractor instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the small grasping retractor instrument had a broken cable. The user continued and completed the procedure with no further issues. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.